Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was stopped working. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had motor error. Customer stated that the drive support cap appears normal. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed displacement test followed by a motor error alarm during rewind and error in the device history due to motor encoder signal out of phase. Unable to perform functional test including self test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, displacement test or verify unexpected battery power loss due to motor error alarms. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case.